Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 160-170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.